Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable ion selective electrode (ise) results for about five patient samples from the integra 400 analyzer (B)(4) after the user replaced the chloride electrode. Of the data provided, the results for one patient sample were discrepant. The initial sodium result was 133 mmol/l and the repeat result from the cobas c6000 analyzer on (B)(6) 2011 was 139 mmol/l. The initial result was reported outside the laboratory. The user called the nurse and provided a corrected report with the results from the cobas 6000. The user did not know if the patient was treated based on the erroneous results. The sodium electrode lot number was not provided. The field service representative determined there was a defective reference electrode that was close to the due date for replacement. The user replaced the reference electrode and replaced all the ise solutions. The user stated after reference electrode replacement, all results met specifications. To verify the analyzer operation, the user performed calibration and quality control with all results meeting specifications and performed patient sampling tests with all results meeting specifications. The field service representative ran performance testing with all results meeting specifications.